Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 40 mg/dl range. Reportedly, the pump basal rate needed to be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer addressed low bg levels with carbohydrates. At the time of the report, customer's bg level was 145 mg/dl.